Event description:
It was reported that during a routine defibrillator change out, fluoroscopy revealed the lead insulation was abraded. There were no electrical anomalies and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.